Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer was assembling the transfer bench and she noticed that there were no rubber tips for the bench.